Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery systems, used in treatment, has been returned for evaluation. Visual assessment of the device showed no ts or sutures remain on the delivery needle or were returned. The device actuator is in its t2 post deployment position indicating multiple trigger advancements. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancing the trigger multiple times during deployment of t1. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. Multiple trigger advancements. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair t1 and t2 deployed together. All t's were removed from the patient. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.